Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia as well as testing for diabetic ketoacidosis on (B)(6) 2018 at 8 pm with the blood glucose value was 574 mg/dl the customer blood glucose level was over 600 mg/dl at the time of incident and the current blood glucose level was unknown. Customer's other blood glucose value was over 400 mg/dl. The customer was treated with fluids and bolus. The customer stated that the symptoms related to high blood glucose such as chest was heavy and nausea. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. Customer did not allege pump was under delivering. Customer also stated auto mode feature was not active. Customer declined to troubleshoot for high blood glucose value. The device will not be returned for analysis.